Event description:
On (B)(6) 2026, senseonics was made aware of a user experiencing skin irritation. The irritation was attributed to clear adhesive patches with symptoms including rash, blisters, and discharge. The adhesive patches were confirmed to be within their expiration date, and no additional bandages, tegaderm, lotions, or creams were used at the time of the reaction. The user has a history of sensitive skin, and their healthcare provider is aware of the issue and prescribed skin tac and flonase. The user was advised follow healthcare provider recommendations and attend a scheduled one-on-one clinical consultation.

Manufacturer narrative:
Irritation at the insertion site is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.